Event description:
It was reported while using bd alaris pump module smartsite infusion set the IV came lose and was damaged. There was no report of patient impact. The following information was provided by the initial reporter: lawson# (B)(4) had the following information reported by nursing. Nurse was at bedside. Patient stated her IV came loose. On inspection the tubing was noted to have broken, leaving her central line exposed for potential infection. Remaining piece of the line was removed, cleaned needleless connector on central line, removed defective tubing and all connections to it.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the IV came lose and was damaged. There was no report of patient impact. The following information was provided by the initial reporter: lawson# 212255 had the following information reported by nursing. Nurse was at bedside. Patient stated her IV came loose. On inspection the tubing was noted to have broken, leaving her central line exposed for potential infection. Remaining piece of the line was removed, cleaned needleless connector on central line, removed defective tubing and all connections to it.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.